Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a left m1 occlusion using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), a penumbra system red 62 reperfusion catheter (red62), and a guidewire. During the procedure, while advancing the velocity over the guidewire to the target location using the neuron max and red62, the physician fractured the velocity at the proximal end near the hub. Therefore, the velocity was removed. The procedure was completed using another velocity and the same neuron max, red62, and guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured underneath the strain relief near the hub. If the velocity is advanced at an extreme angle during use, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.